Event description:
It was reported the patient (australia) is unable to communicate with the ipg via either the charging system or patient programmer. Efforts to establish communication utilizing multiple charging systems proved unsuccessful. Surgical intervention will be undertaken at a later date to address this issue.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.